Event description:
A vaxcel pasv PICC that had been therapeutically placed in a patient (age and gender unknown) was found to be leaking by the ward nurses. The nurses reported that they vaguely rememberd that the leak was located distal to the suture wing. The nurses were unable to remember any other details of this reported event. There was no indication from the complainant of any adverse affect on the patient as a result of the reported malfunction.